Event description:
During placement of catheter into left carotid artery some small air emboli were introduced into the patient (syringe with saline used). This was primarily due to a defect in the catheter. During the procedure the patient started giggling inappropriately, when asked if o.k., said "yes" then became aphasic, right side unable to move arm and leg, right facial droop. After about 5 minutes patient started to respond-aphasia resolved, right lower extremity paresis resolved, right upper extremity slower to resolve. Approximately one hour still had right hand weakness. Was transferred to medical center for hyperbaric treatment for air emboli. On 5/29/92 the patient no longer experienced tingling or numbnessdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.